Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, and leak testing. However, the valve did not meet the requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was not functioning properly.

Manufacturer narrative:
All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was thought that the valve setting was changing on its own.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted on (B)(6) 2018. There was no known impact or consequence to the patient.